Event description:
It was reported that stent migration occurred. The (B)(4)% stenosed target lesion was located in a mildly tortuous and non-calcified iliac artery. A 10x40x120 epic stent was advanced for treatment. However, the stent migrated after deployment. The device was not removed because there was a slight shift. The procedure was completed with another of same device. No patient complications were reported and the patient was fine.